Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch. We manufactured and distributed in the market (B)(4) units of this code batch. There are no units in our stock. Without closed and/or defective samples a proper analysis cannot be performed. Reviewed the batch manufacturing record, this batch had an incidence but was released into the market fulfilling usp/ep and b. Braun surgical requirements. We have also reviewed the complaint history record, and there are no previous complaints in any of the other products manufactured with the same thread raw material batch used in this product. Final conclusion: without samples we are not in position of studying if the possible affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done, and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyze it. Please note that when no samples are received our analysis is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available, a follow-up report will be submitted.

Event description:
It was reported an issue with silkam suture. The client reported the thread breaks easily during use. Additional information has been requested.